Manufacturer narrative:
The device was not returned for evaluation. The patient reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and doctor visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system user guide: model: ent450, 17845-5c-aw rev a 10/17. Changing your pod 3/page 34. Warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Checking your blood glucose 4/page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported while on a school trip her daughter's blood glucose (bg) history is as follows: (B)(6). Her daughter was vomiting so her teacher took her to the doctor who took her pulse and blood pressure. The doctor advised that she should pick her daughter up an bring her home as there were ketones present. Upon inspection it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the abdomen. The patient activate a new pod and her bg levels lowered.

Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. Inspection of the adhesive pad found no evidence that would result in a failure to adhere; a root cause could not be determined. Inspection of the device found no evidence that would result in the cannula dislodging; a root cause for the reported event could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.